Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection (with the naked eye) noted a ruptured bladder. The reported condition was verified. Microscopic inspection revealed markings on the exterior surface of the bladder, near the rupture line. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor¿s bladder ruptured. This malfunction occurred after the device was manually filled with an unknown drug. There was no patient involvement. No patient consequences were reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.